Manufacturer narrative:
Additional narrative: date of post-operative device breakage is unknown. (B)(6). Device history review: manufacturing location: (B)(4) - manufacturing date: october 1, 2014 - expiry date: october 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) broke after 6 weeks at the height of the distal locking screw after textbook insertion. Short nail - insertion by aiming arm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 472.265s, pfna ø10 130° l240 tan, lot 9168993). The subject device was received for the complaint condition of breakage at the distal oval locking hole. The manufacturing investigation included the inspection of the subject device dimensions, examination of the fracture surfaces by scanning electron microscopy (sem), and review of the manufacturing documents, technical drawings and the raw-material inspections sheets. The subject device is made of ti6ai7nb alloy. The examination of the raw-material inspection sheet from the supplier and the manufacturing documents of the producer showed no deviation in relation to chemical composition, microstructure and mechanical properties. The dimensions of the subject device were checked (as far as measurable) using a digital sliding caliper and were found to be in compliance with the technical drawings. The macroscopic examination revealed several areas with discoloration/abrasion of the anodic layer in the proximal area of the pfna. At the fracture site macroscopic visible fatigue cracks are shown inside the distal locking hole. Two fracture surfaces are strongly fissured. The sem observations and findings showed that the nail failure was caused by fatigue and overload. In conclusion, based on the topography of the fracture surfaces, it can be concluded that the subject device was subjected to moderate and high dynamic bending loads. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The pfna could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient (and instability of the fracture) may have played a certain role too). A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.